Manufacturer narrative:
It was reported that the blue dome portion of an f generation light head was separating from the rest of the cover. There was no reported patient involvement, and no associated procedure. The light head was shipped out in 2018 per the purchase order information . This light is in the scope for pfa193756 1. The root cause of the failure is that the glue on the blue dome was changed, per change control processes, and the overspray (which had not been specified in the manufacturing process) had been reduced. This is further discussed in (B)(4)/CAPA (B)(4).

Event description:
It was reported that the blue dome cover on the light in or 9 came off, and needs to be replaced. There was no injury, or adverse consequence reported. A field correction has been opened for this malfunction, and is currently being executed.